Event description:
It was reported that this left ventricular (lv) lead exhibited an increase in pacing impedance and pacing thresholds. This could mean lead maturation/patient-related. Technical services recommended to consider running vector guide to get a sense for other options for pacing and thresholds. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).